Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had an unexpected restart alarm and the keypad was not responsive. The customer's blood glucose level was 74 mg/dl at the time of the incident. The customer was unable to clear the alarm. The customer stated that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.